Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2021, as a result, the customer experienced shortness of breath and had a seizure however was able to self-present to the hospital. An unspecified high blood glucose test was obtained on the hcp meter and the customer received unspecified "recovery" treatment for a diagnosis of hyperglycemia. The customer is currently in the hospital. No further information was provided. There was no report of death or permanent injury. A sensor scan of 100 mg/dl compared to a built-in meter result of 300 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor 0m000hydnfd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and damaged were observed to the guide tabs and to sensor ear. The plug was seated correctly and therefore the damaged guide tabs and did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to the built-in meter. On 22-jul-2021, as a result, the customer experienced shortness of breath and had a seizure however was able to self-present to the hospital. An unspecified high blood glucose test was obtained on the hcp meter and the customer received unspecified "recovery" treatment for a diagnosis of hyperglycemia. The customer is currently in the hospital. No further information was provided. There was no report of death or permanent injury. A sensor scan of 100 mg/dl compared to a built-in meter result of 300 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2021, as a result, the customer experienced shortness of breath and had a seizure however was able to self-present to the hospital. An unspecified high blood glucose test was obtained on the hcp meter and the customer received unspecified "recovery" treatment for a diagnosis of hyperglycemia. The customer is currently in the hospital. No further information was provided. There was no report of death or permanent injury. A sensor scan of 100 mg/dl compared to a built-in meter result of 300 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.